Manufacturer narrative:
Reliability analysis evaluated three opened/used enlite sensors. Inspected and performed testing, and all three sensors functioned properly. Also, found all three sensors with the cannula bent. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Event description:
It was reported that the sensor alarmed lost sensor. Customer's blood glucose was 441 mg/dl. Customer bolused with 10 unit of insulin with the insulin pump. The customer was assisted in the troubleshoot and was advised to call back issue reoccurs. Advised the customer sensor would be replaced. Customer also reported the needle got stuck on the serter. Customer's blood glucose was 209 mg/dl. Troubleshooting was done. Customer stated went through 3 sensors of the same issue. Advised to call if issues persist and advised customer that sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.